Event description:
Consumer complaint of blood result reading of "hi". Customer is feeling well and does not require any medical attention. Customers expected results are 180-240 mg/dl fasting. Verified the strips expire 04/30/2017 and were first opened (B)(6) 2015. Customer confirms the strips are stored correctly. Customer performed a back to back blood test: hi and hi-not fasting. Reviewed results in the meter memory: customer has been comparing his true result to a competitor brand and his results fall at 260 mg/dl vs with the true result, 400 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.